Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported receiving alarms on the insulin pump. She stated that there was a motor error when she attempted to deliver a bolus. She did not recall any significant events that led up to the motor error alarm and stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted with clearing the alarm but still was unable to rewind the insulin pump. Customer also mentioned that she had received alarms for no delivery. The blood glucose reading was 284 mg/dl. Nothing further was reported.